Event description:
It was reported that during a pulmonary vein isolation ablation procedure, the irrigation port detached from the therapy cool flex catheter. Another of the same device was used to continue the procedure. There were no consequences to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. Upon completion of the eval, a f/u medwatch report will be filed.